Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Product serial number was not provided. To date, the lens remains implanted; therefore not explanted. (B)(6). This report is being filed on an international device; tecnis optiblue 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the unites states under PMA p980040. Device manufacture date: unknown, as the serial number of the device was not provided. Device evaluation: the product testing was not performed as the complaint device was not returned for analysis; the intraocular lens remains implanted in the patient eye. The reported complaint could not be verified. Manufacturing record review: the manufacturing record cannot be reviewed since the serial number is unknown. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a model pcb00v tecnis monofocal iol (intraocular lens) was observed crack at the time of implantation. However, at slit lamp post-op, the crack was not confirmed. The device will not be returned as lens remains implanted. It was also noted that there was no patient injury. No additional information provided.